Manufacturer narrative:
The tech found the gas spring for the head section was bent. The tech replaced the head section gas spring to resolve the issue.

Event description:
The tech alleged that the head of the stretcher will not lower fully. No pt impact.